Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Upon interrogation of the pacemaker on (B)(6) 2015, the language was (B)(6) instead of english. Moreover, the pacemaker was found switched in stand-by mode. As-shipped settings were programmed after re-initialization of the pacemaker, except for the polarities that were set to unipolar. Reportedly, ventricular lead impedance value was also fluctuating. Preliminary analysis showed that the pacemaker switched in standby mode on (B)(6) 2015, most probably due to a single event upset (seu). The pacemaker was properly reinitialized on (B)(6) 2015 and its normal functioning was restored. It also appears that the language of the programmer switched to german after using the paceart export function.

Event description:
Upon interrogation of the pacemaker on (B)(6) 2015, the language was (B)(6) instead of english. Moreover, the pacemaker was found switched in standby mode. As-shipped settings were programmed after re-initialization of the pacemaker, except for the polarities that were set to unipolar. Reportedly, ventricular lead impedance value was also fluctuating. Preliminary analysis showed that the pacemaker switched in standby mode on (B)(6) 2015, most probably due to a single event upset (seu). The pacemaker was properly reinitialized on (B)(6) 2015 and its normal functioning was restored. It also appears that the language of the programmer switched to german after using the paceart export function.